Manufacturer narrative:
H10: the device and a video were received for evaluation. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. Integrity testing was also performed with no issues noted. The video was reviewed and showed the person fully seated the patient adapter onto the titanium adapter and then twisted the patient adapter back off the titanium adapter. The patient adapter was fully seated onto the titanium adapter and was twisted off the titanium adapter by hand with no issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6), it self a landmark, new. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of the minicap transfer set and the titanium adapter. The event was further described as ¿it was not tightening properly with titanium adapter." This was observed during set up of the device for peritoneal dialysis (pd) therapy. The titanium adapter remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.